Event description:
Rptr had mastectomy with insertion of breast implants on 8/7/84 for bilateral fibrocystic breast disease. On 11/22/85, she had implants replaced during surgery for revision of bilateral fibrous capsule. Rptr has experienced the following: fibrocystic disease, foreign body granuloma, chronic inflammation, speckled anti-nuclear antibodies at 1:80, breast tenderness, drainage, severe pain, and swelling, thick and hard capsules, elevated temperatures, breast infections/cellulitis, breast deformities, breast ripples and wrinkles with scarring, peptic ulcers, migraines, decreased energy, depression, tired all of the time, nervous, can't sleep, epigastric distress, gastritis, cold symptoms, acute bronchitis, implant leakage, arthritis symptoms in arms, legs, shoulder and in all joints, joint swelling, pain and stiffness, muscle fatigue, hand and finger swelling, taut/thick skin in breast area, unexplained skin rashes in arm and chest area, fatigue, general aching/stiffness, coldness and pain of extremities and visible implant outlines. (Also see mw1000809 and 1000810.)